Manufacturer narrative:
G4: 07may2020. B4: 13may2020. The gas delivery system (gds) was returned to the manufacturer's failure investigation (fi) lab for evaluation. Visual inspection of the gds revealed no signs of physical damage and contamination. The data acquisition printed circuit board assembly (da pcba) and oxygen solenoid valve was disassembled from the gds and not returned with the gds.the test data acquisition (da) pcba and oxygen solenoid valve will be installed to the gas delivery system (gds) assembly. The gas delivery system (gds) assembly will be installed in the fi test ventilator in an attempt to duplicate the reported problem. The gds was installed into the fi test ventilator to verify and test its functional integrity. From testing, it was determined that the test ventilator utilized with the returned gds failed air flow accuracy testing due to a defective u1 component on the air flow sensor printed circuit board assembly. The u1/u2 component was replaced. The test ventilator then passed all testing.the root cause is due to the out of specification u1 on the air flow sensor pcba created the air flow accuracy and o2 accuracy test to fail. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 27march2019. Ts recommended customer replace the flow sensor assembly. Customer reported replacing the flow sensor assembly resolved the reported issue. Unit ready for service.

Event description:
Customer contacted technical support (ts) stating that unit failed air flow accuracy. The customer reported there was no patient involvement. Event date not specified; estimate used.